Event description:
Unexplained high bgs. Troubleshooting could not be performed due to the customer being at the school. High bgs. Were treated prior to the call. Family member requested a replacement pump.